Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient stopped using the device because it quit working. The patient still had the device but it failed hence they were not using it anymore. No symptoms were reported. No further complications were indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Friend/family member reported that it had been years since the device worked. They suspected it was normal battery depletion, but couldn't say for sure. They knew that they had increased settings and that had made a difference, but when they went to increase again, the battery was dead. No further issues were reported. No further actions/interventions were taken or planned. The patient had no issues with the device as far as it remaining.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.